Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was not placed between the markers. The delivery system was removed from the vessel through the guiding catheter, contrary to instructions for use. Once outside the pt, it was noted the stent was missing. The guide wire was removed and the stent was found still threaded onto the guide wire. No pt injury was reported.